Event description:
A tubing disconnection. The report states that "the pt was attached to the IV set and for an unexplained reason, the distal part of the set, where the option lock is located detached itself. This left the tubing connected to the IV bag and plum pump infusing onto the pt's sheets. The distal piece with the option-lock stayed connected to the pt's jelco. The solution infusing is not determined and possibly some amount of blood was lost as the jelco which was in the pt's vein leaked blood until the set detachment was recognized. There is no information on the setting of the pump. No other side eefects were reported. The incident caused some delay in treatment as nurses had to set up a new IV line and change pt's clothing and bed." Though requested, no additional information was provided.